Event description:
Boston scientific received information that during device replacement procedure for normal battery depletion, upon reconnection with a non-boston scientific replacement product, this chronic right ventricular lead exhibited high out of range shock impedance values. The lead was disconnected and tested via the psa, with a distal coil open circuit fault error observed. An internal technical services consultant was contacted at which time, it was suspected that the lead had been damaged during the procedure and requested the explanted product be returned for a post market assessment. No adverse patient effects were reported.

Manufacturer narrative:
If new information is received, a follow-up report will be submitted.